Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube lip, stained keypad overlay and stained end cap sticker.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her daughter was hospitalized and due to high blood, glucose was over 600 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was in between 83 to 400 mg/dl at the time of incident. The customer was treated with manual injection, intravenous drip and insulin drip in the hospital. The customer had symptoms such as weak, very sick and nauseated. The customer alleges pump was under delivering as the blood glucose kept going high had changed site three times and blood glucose would not go down. The customer stated that the drive support cap appears normal. The insulin pump will be and reservoir will not be returned for analysis.